Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: l5 spondylolytic spondylolisthesis type of procedure: posterior l5 open reduction, spinal decompression, intervertebral and posterolateral bone graft fusion pedicle screw fixation it was reported that on (B)(6) 2019, post-op, it was discovered that the screw at l5 broke. There were no patient symptoms or complications reported as a result of this event. The patient has achieved solid fusion. No revision surgery has been planned yet to remove the broken screw.

Manufacturer narrative:
X-ray image review result: post-op image of lumbar fusion was provided. It is unclear if level is l4-l5 or l5-s1 on single ap image. The bottom screws have broken bilaterally. By report, solid fusion is present. There is an obvious significant coronal deformity. If information is provided in the future, a supplemental report will be issued.